Manufacturer narrative:
The customer indicated that they performed repeat testing with one of the samples using the manual gel method, and observed positive test results for antibody screen. The fe evaluated the instrument. The fe indicated that the provue was functioning as expected and did not require repair, as instrument malfunction was not identified. No definitive root cause was determined. An incident of this nature has not recurred.

Event description:
The customer indicated that three samples were interpreted as negative by the ortho provue analyzer during antibody screen testing. The customer indicated that the hospitals that provided the customer with samples indicated that each of the three samples were positive for the presence of antibody. The patient's test results did not match data obtained by an alternate test method(s), preventing erroneous test results from being released.